Event description:
It was reported that the patient went to the hospital due to ventricular fibrillation. After the device treated the arrhythmia, there was some noise via a reduced intrinsic amplitude. During the interrogation of the device, the programmer had a red warning screen indicating the device had a patient data alert. The patient's name and the device electrode information were missing. It is likely this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. The original implant date will be permanently lost and replaced with the date that the device was setup. There is no impact on therapy from a patient data alert. No programming changes were made. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.